Event description:
The patient had a very large ra and rv along with tr. The physician had a hard time advancing the swan and wire into the pa without creating a loop within the ra. After several attempts it was decided to try to continue for cardiomems placement. The device was prepped per protocol. While trying to advance the delivery catheter over the gladius guidewire the physician was meeting resistance as the delivery catheter was advancing through the heart. The physician removed the delivery catheter, reinserted the swan over the wire, removed the wire, cleaned the wire and flushed the swan. The wire was replaced and swan was removed. When advancing the delivery catheter again there was resistance. Another md came to assist. After removing everything from the patient the second physician inserted a 7fr long sheath through the 12fr sheath in the groin. Second physician then used a cordis 7fr mp a2 catheter to engage the pa. Second physician then manipulated the long sheath to remove the loop within the ra. Once they were successful, the second physician removed the mp a2 catheter and reinserted the 0.018 guidewire to hold position. The 7fr sheath was removed and the delivery catheter was prepped again. The delivery catheter was advanced over the wire. Again, when positioning through the heart resistance was met. Both physicians felt that the patient's anatomy was preventing enough torque through the heart to advance the delivery catheter. At this time, it was decided to abort the procedure. Rep confirmed that there were no consequences to the patient and there was no clinically significant delay or prolongation that occurred. The patient was reported as stable and recovering. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).